Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of lumbar spondylolisthesis and herniated disk and patient underwent following procedures: lumbar laminectomy l5. Diskectomy l5-s1 bilaterally. Foraminotomies over l5 and s1 nerve roots bilaterally. Interbody fusion with peek spacers and bone morphogenic protein and autologous bone. Pedicle screw stabilization. Arthrodesis, posterolateral transverse process technique. Per op-notes, "bone morphogenic protein sponges were packed in between the spacers along with autologous graft. The pedicles of l5-s1 were localized anatomically and with c-arm guidance and the cortex was drilled and each hole tapped pedicle screws were placed. A 6.5 x 50 at l5 and 7.5 x 50 at s1. Two rods were fashioned to fit appropriately and were secured into place."

Event description:
It was reported that the patient underwent a plif at levels l5-s1 using peek spacers, rhbmp-2/acs, and autologous bone. The sponges were packed in between the spacers along with autologous graft. Reportedly, sometime postop, the patient began to experience chronic pain in limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.